Manufacturer narrative:
After further review of additional information received the following sections a2, b1, b2, b3, b5, b7, d1, d4, d11, g4, g5, g7, h1, h2, and h6 have been updated accordingly. Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to need for protection from pulmonary embolism, trauma, and possible caval injury. During implantation of the ivc filter via the right brachial vein, the optease filter was deployed in the low infrarenal vena cava below the left renal vein without complication. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), approximately on or about twelve years and five months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc and tilted filter. The patient also states to have had their filter repositioning approximately on or about twenty days post filter implantation. The patient reports to have had a CT scan performed of the ivc filter. The CT scan reported tilt and perforation of the ivc filter struts through the wall of the ivc. The patient further states to have undergone a repositioning of their filter. The patient states that these injuries have caused emotional distress, mental anguish, anxiety, and stress. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was protection from pulmonary embolism, status post trauma, and possible caval injury. During implantation, the optease filter was deployed in the low infrarenal vena cava below the left renal vein without complication. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the ivc filter struts through the wall of the ivc. Per the patient profile from (ppf), the patient reports perforation of filter struts outside the ivc, tilted filter and anxiety. The patient also states the filter was repositioned approximately twenty days post implant. The patient reports to have had a CT scan reported tilt and perforation of the ivc filter struts through the wall of the ivc. The product was not returned for analysis. The DHR could not be completed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the ivc filter struts through the wall of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the ivc filter struts through the wall of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.